Event description:
I am notifying you that the following complaint received by b. Braun is for info only. One complaint was written for the event description below regarding product number 412143, for "spike dislodged from IV bag in transport" however, there are no samples, no batch number, no pictures so no scar response is required - this is for information only. This email serves as notification of the following events and no further action is required. Cc-400732199 customer 20063402, stony brook university hospital when did the failure occur: before application reason of complaint: 412143 dislodged from IV bag while in transit to the cancer center from pharmacy response expected by: customer; complaint receiver patient injury- no attached information 00116708 registration form customer complaint